Event description:
Patient's right hip gamma nail was explanted due to infection.

Manufacturer narrative:
Device will not be retuned. If additional information becomes available a it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: technical evaluation: the expiry dates of all implants were not exceeded at time of implantation. The special investigation revealed that the implants were sterile at the time of distribution. If the sterile barriers of the packages were opened (i.e. Transport issue or insufficient usage in hospital) could not be determined due to insufficient information. The IFU instruct that in these cases the product must be re-sterilized. Clinical evaluation: the infection occurred approx. 28 months (> 2 years) after implantation. A previous infection case is known with a comparable time of implantation. A medical expert evaluated the case and performed a clinical statement. In general, the risk of infection after intramedullary nailing is between approx. 0.5 and approx. 5 % in the scientific literature. Nearly 100% of these infections are caused by contamination of the surgical field due to any reason during implantation of the nail or are caused by a secondary infection (e.g. Due to insufficient hygiene during changes of wound dressings). Another (rare) root cause is the hematogenous infection which may happen after months or years. An insufficient sterilization process as a root cause for infection is nearly excluded due to the very high standards of sterilization processes of the manufacturers or reprocessing in the hospitals. Under normal circumstances, significant contamination with pathogenic causes an obvious infection within the first postoperative days or weeks. Only pathogenic having low virulence may cause a "subclinical" infection which may last over years often causing unspecific symptoms.¿ based on the technical and clinical evaluation a correlation between the reported infection and the implants (as long as they were under stryker¿s control) can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
Patient's right hip gamma nail was explanted due to infection.